Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests, customer received readings of 270 and 209 mg/dl within 10 minutes. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications.

Manufacturer narrative:
Control solution testing was conducted and result was an unidentified error message.